Manufacturer narrative:
Results: the velocity delivery microcatheter (velocity) was kinked approximately 2.5 cm from the hub. The device was fractured approximately 13.0 cm from the hub. Conclusions: evaluation of the returned velocity confirmed a fracture. If the device is forcefully advanced against resistance, damage such as a kink may occur. If a kinked device is further manipulated, the kink may worsen to a fracture. No other devices associated with the complaint were returned for evaluation; therefore, the root cause of the resistance experienced during the procedure could not be determined. Further evaluation revealed a kink. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the right middle cerebral artery (mca) using a velocity delivery microcatheter (velocity). During the procedure, the physician placed a balloon guide catheter, then advanced a penumbra system ace68 reperfusion catheter (ace68) through the balloon guide catheter into the cavernous artery. However, while attempting to advance the velocity past the ophthalmic artery, the physician experienced resistance, and the proximal end of the velocity fractured outside of the patient¿s body; therefore, it was removed. The procedure was completed used a new velocity, the same ace68, and the same balloon guide catheter. There was no report of an adverse effect to the patient.